Event description:
A report was received that the patient was having difficulty communicating the remote control to ipg. The patient had a non-device related surgery wherein electrocautery was used. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient was having difficulty communicating the remote control to ipg. The patient had a non-device related surgery wherein electrocautery was used. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent revision wherein ipg was replaced. Device malfunction was suspected. Patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty communicating the remote control to ipg. The patient had a non-device related surgery wherein electrocautery was used. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the slow decay of battery capacitance noted in telemetry readings confirmed that this occurred during the patient¿s non-device related knee surgery. Use of electrocautery by the surgeon and grounding pad placement likely contributed to this malfunction. The scs battery was damaged and reprogramming was therefore not possible.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was confirmed. Device was charged multiple times in an attempt to bring it out of hibernation, but was unsuccessful. When the device was cut open, it was externally powered and sleep current was measured at 257 ma, which is out of the expected range, and indicates the device current drain was too severe to power the ipg electronics. It was determined that the master application - specific integrated circuit had an internal short(s) resulting in excessive current drain of the battery. The damage done to the master application - specific integrated circuit resulted in the inability to charge the ipg and/or get it out of reset mode, regain telemetry functions and turn on stimulation. The use of electrocautery during the patient¿s knee surgery resulted in the reported complaint. Additionally, electrocautery was used during the explant procedure.

Event description:
A report was received that the patient was having difficulty communicating the remote control to ipg. The patient had a non-device related surgery wherein electrocautery was used. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient was having difficulty communicating the remote control to ipg. The patient had a non-device related surgery wherein electrocautery was used. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.